Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the "stabbing opening" on the back of the metriq tubing set was said to have been damaged. It is unclear the exact timing that it was damaged. Since it was discovered during preoperative preparation, it was replaced, and the procedure was completed successfully. No patient complications were reported.